Event description:
It was reported that a pcu operating with four large volume pumps (lvps) was running on battery power and shut down during an infusion of inotropes to a critically ill patient. At 23:36:29 the pump alarmed low battery (lb1) and at 23:37:10 the pump alarmed very low battery (lb2). At 23:37:16 the pump was then reconnected to ac power, but immediately reverted to battery operation and alarmed lb2 again, then subsequently shut down. It was noted that the pump did not alarm 30 minutes prior to shut down as expected. At 23:41 the patient lost cardiac output. The patient did not respond to initial resuscitation attempts, and due to the patient's critical medical state, a decision was made to cease resuscitation. The patient expired at 23:45. It was later reported that the pcu involved had the battery replaced in (B)(6) 2019. Also, the battery conditioning passed in november 2019. Following the reported incident, western health conducted their own testing. After charging, the pump behaved as expected, low battery alarm (lb1) at 30 minutes and a 5 minute warning. There was no problem running the pump on the main power.

Manufacturer narrative:
The reported complaint that the system was running on battery power and shutdown was not confirmed. The report that the pcu was reconnected to ac power but immediately reverted to battery was not confirmed. The report that the battery did not alarm 30 minutes prior to shutdown was confirmed in the logs. This is believed to be the result of a depleted battery capacity. The pcu event log identified missed battery warnings that occurred on (B)(6) 2020 at 11:36 pm. The event log identified the system paused the infusing pumps and the system was shut down by the user. The log shows the pcu is powered on, with a depleted battery resulting in ¿battery very low¿. Ac power is applied to the system which stops the alarm; however, the logs show dc power is applied causing the pcu to alarm again for ¿battery very low¿. The log does not show the system shutting down without user intervention. Review of the battery and event log by software engineering found an inconsistency, the battery was replaced (B)(6) 2019, but that does not seem to be a new battery based on the date code ((B)(6) 2017) and the capacity. The capacity is 3482mah and is on the decline. The battery capacity is less than what is expected from a new battery (~3800mah) testing performed on the returned system following the battery discharge without warning test method, found the pcu battery operating in specification. Inspection of the battery found the installed battery is older than 2 years. Service bulletin 592a, under ¿proper battery maintenance¿, ¿the battery should be replaced every 2 years by qualified service personnel¿. Bd recommends leaving the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. If the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. Inspection and testing of the power cord found no irregularities. Additional testing performed on the system found that once the system reaches battery low or battery very low and the system is plugged into ac power. The alarm will be silenced but, the pcu will display a low battery warning until the battery is charged to a certain point. Service bulletin 592a was sent to customers in (B)(6) 2016. The source pump module was being used for treatment. The proximate cause of the reported complaint that pcu with 4 infusing pump module were running on battery power and shutdown was a result system in a ¿battery discharge¿ alarm condition and the user powering down the system. The proximate cause of the reported complaint that ¿the system went to low battery and very low battery, the pcu was then reconnected to ac power but immediately reverted to battery operation and alarmed for very low battery then shutdown¿, was not identified; however the alarms that were encountered is believed to be the result of the user¿s misperception of the pcu message that is displayed when the ac power is applied to the system after a battery low warning is encountered. The pcu will display, ¿low battery < 30 min plug in now¿ with no audible alarm. If the system is unplugged during this state, the system will display the warning with an audible alarm. It should be noted that the pcu has 2 led indicators to visually determine if the pcu is operating in ac or dc power. The proximate cause of the reported complaint that the pcu did not alarm 30 minutes prior to shutdown is believed to be the result of a depleted battery capacity. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 27apr2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 16jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pcu operating with four large volume pumps (lvps) was running on battery power and shut down during an infusion of inotropes to a critically ill patient. At 23:36:29 the pump alarmed low battery (lb1) and at 23:37:10 the pump alarmed very low battery (lb2). At 23:37:16 the pump was then reconnected to ac power, but immediately reverted to battery operation and alarmed lb2 again, then subsequently shut down. It was noted that the pump did not alarm 30 minutes prior to shut down as expected. At 23:41 the patient lost cardiac output. The patient did not respond to initial resuscitation attempts, and due to the patient's critical medical state, a decision was made to cease resuscitation. The patient expired at 23:45.